Manufacturer narrative:
In the case description, the user mentioned that several boluses were delivered without input from the user. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed that all boluses listed in the case were programmed and delivered by the user. On inspection of the available logs for the 1.75u bolus, the logs show that the bolus calculator screen was started up, which requires manual input from the user. The logs show the carb value changing twice, first from 0 to 1g which results in a suggested bolus of 0.15, then from 1g to 12g which results in a suggested bolus of 1.75u. The logs then show that the user set the step to confirm the bolus and the bolus was confirmed and the deliver bolus command was sent to the pod. Inspection of the log files showed that all of the boluses alleged to be uncommanded followed this process, showing that the user activated the bolus calculator screen, manipulated the bolus calculator, and confirmed the bolus for each bolus. No evidence of unprogrammed boluses were observed in the log files. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded delivery bolus of 18.95 units of insulin total in a span of 33 minutes. The patient's blood glucose level (bg) was above 80 mg/dl.